Event description:
Upon powerglide midline insertion under sterile technique, wire advanced with no resistance, then catheter advanced with no resistance, blood return noted. However, upon removal of the device, wire was not visible. Immediately, midline catheter was removed and retained. Procedure was then aborted. Md was notified. At that time, we took catheter apart and found that wire had recoiled in at the bottom of the powerglide extension set microbore. The whole wire was accounted for and compared to another unused powerglide midline wire. Per md, no further imaging was needed due to the whole wire being accounted for. The bard representative for this device will be contacted via email to notify of equipment malfunction.